Manufacturer narrative:
Device evaluation : one cadd pump was received for evaluation with the tamper seal missing, a damaged lens, and a slightly damaged ail sensor. Examination of the pump's event history log provided evidence of the reported issue as it was noted that system fault 45,984 and system fault 41,100 occurred. The pump was also visually inspected and underwent functional testing. Upon powering up the device, an alarm 41100 appeared due to a faulty main board. This alarm confirms the reported complaint. The problem source of the event could not be identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant alarm. No patient was involved in this event. No adverse effects were reported.